Manufacturer narrative:
Cloud data from the user for the period of 08sep2025-11sep2025 was downloaded and reviewed. Review of the cloud data confirmed that a pod was activated and began receiving sensor values at 11:38 on 08sep2025. The patient history buffer (phb) data showed that, while in automated mode, the automated algorithm appropriately adjusted the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. The phb data showed that an automated delivery restriction alert was generated at 02:01 on 09sep2025 due to the automated algorithm suspending insulin delivery for an extended period in response to decreasing and low estimated glucose values. The system correctly transitioned to automated mode: limited and began delivery of safe basal, the lower of the user's manual basal program and the user's adaptive basal rate. The alert was acknowledged and pod deactivated at 07:53 on 09sep2025. A new pod was activated and resumed operation in automated mode at 08:01 on 09sep2025. An automated delivery restriction alert was generated at 06:31 on 10sep2025 due to the automated algorithm suspending insulin delivery for an extended period in response to decreasing and low estimated glucose values. The system correctly transitioned to automated mode: limited and began delivery of safe basal. The alert was acknowledged and the system transitioned to manual mode as expected at 22:16 on 10sep2025. The system was used in manual mode until the pod lost communication with the controller at 18:26 on 11sep2025. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that all notifications, reminders, and alerts captured in the cloud were generated when conditions were met. No evidence of an overdelivery of insulin or of any issues with with the system were observed in the available cloud data.

Event description:
It has been reported by the swedish medical products agency: the patient's sensor system changed from dexcom g6 to dexcom g7 on (B)(6) 2025 and then the patient's pump returned to automatic mode. It ended up low the first night even though the target value at night was 6.7 mmol/l. The glucose values are acceptable during the day but fall again during the night between (B)(6) 2025 and then the pump returned to limited mode. From the evening at 22:00, (B)(6) 2025, the patient's pump returned to manual mode and the patient ended up at (B)(6) hospital emergency room on (B)(6) 2025 with severe hypoglycemia. An ambulance was called because the patient had not come to work.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.